Event description:
It was reported while in the o.r. The md inserted a sheath via the left femoral artery. The iab was inserted for pressure support post cpb. After iab placement the patient was transferred to the cvicu. While in the cvicu the patient was x-rayed and the iab was low in position. Two and a half hours later the pump alarmed helium and gas loss. Dried blood was found in the tubing. The iab was removed and another was not inserted. The patient was stable. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.